Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away in hospice after electively turning the left ventricular assist device (lvad) off. The patient was admitted after multiple implantable cardioverter defibrillator (ICD) shocks. It was decided to turn the ICD off and then the patient was transitioned to hospice. The outcome was not considered device or therapy related and the device operated as expected. The cause of the ICD shocks was ventricular tachycardia with no symptoms. It was unknown if the patient had a history of arrhythmia prior to lvad implant.